Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID ns9008) was implanted due to unknown reason via lumbar¿peritoneal (lp) shunt with a pressure setting of 70mmh2o in 2020. Its pressure setting was kept around 70 to 80 mmh2o. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). In mid-september 2024, the pressure setting could not be changed through the use of a hakim programmer. It was punctured and drained cerebrospinal fluid (csf), however, the pressure setting could not be changed. Due to the valve issue, it was removed and replaced on (B)(6), 2024. The device was ruptured during revision surgery. According to information provided, the desired setting was unknown. It is also unknown if the patient experienced any signs and symptoms.

Event description:
N/a.

Manufacturer narrative:
The hakim valve was not returned for evaluation; however, a photo was provided: failure analysis - from the photo provided, corrosion and/or biological debris on the base plate can be seen. Root cause - no root cause could be determined as the device was not returned for investigation. However, from the photo provided, corrosion and/or biological debris on the base plate can be seen. So, the probable root cause for the reported complaint could be due to biological debris and protein build up interfering with the valve.